Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) could not find any failures with the system. All tower doors opened and closed as expected. The fse removed the pixie bus master cable between the med station and the tower and inspected it for damage or where spots, no issues found. The cable was reinstalled. Next, opened the latch column and inspected all connections to latches and the cabling/wiring harness between the control board and the latches again no visible problems were found. Then checked the individual wiring harness connectors to the latch assembly, mini switches and all appeared to be tight and a good connection. Then removed the bus cable coming out of the top of the tower and connecting to the control board and inspected it also. All cable/wiring harness connections on the control board also reseated. After reconnecting the cabling, the fse powered on the main station and logged in to hardware testing application (hta), then completed the required diagnostic testing successfully. One possible concern was the cabling for the remote manager, and the seven-drawer auxiliary goes up the wall in conduit and then across the ceiling and down the other side of the medication room in plastic conduit. The system functioned as intended, no issues were found.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.